Event description:
It was reported that cartridge alarm 30 occurred during cartridge load because customer removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer received education on correct loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcome.